Event description:
The service repair technician (srt) reported that during testing of the device at service center, the central control monitor (ccm) power supply hit high temperatures and had a small spark. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the srt, two separate power supplies burnt out due to a short in the system. The short was fixed and the srt replaced the power supply. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.